Event description:
The customer reported to olympus, the gyrus, pk-sp generator had a broken foot switch connector. The device was returned for evaluation. During the device evaluation, the device displayed error code e400. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken foot switch connector, the unit was missing 1 leg and missing a d socket cover, the top case has a dent, the housing had multiple scratches and the fault log shows error code e400 five different times. The e400 code is generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode observed. A definitive root cause is unable to be determined for this complaint. It is possible the root cause had to do with improper use of saline solution, but there is not enough evidence to conclusively decide that was the root cause. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information.